Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x15mm nc trek referenced is being filed under a separate medwatch MFR number. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, 80% stenosed, mid right coronary artery. Pre-dilatation was performed with two trek balloon catheters, a 2.0 x 15 mm and a 2.5 x 15 mm. The 2.5 x 18 mm multi-link 8 stent delivery system (sds) was advanced and did not cross the lesion. Additional pre-dilatation was performed with a 2.5 x 15 mm nc trek at which time a dissection in the target lesion was observed. The same 2.5 x 18 mm multi-link 8 sds was advanced again; however, still could not cross. During retraction of the sds the stent implant caught on the rotating hemostatic valve; therefore, all devices were removed together. After retraction of the sds the proximal edge of the stent implant was observed to be flared. A 2.5 x 20 mm non-abbott sds was advanced and the stent implant deployed successfully treating the lesion and the dissection at the same time. Post-dilatation was performed with an nc trek balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported.